Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 680 mg/dl and customer was not feeling well. Customer was admitted to the hospital and an insulin drip was administered. Elevated bg was resolved. Customer was released from the hospital the same day feeling better with no permanent damage. Customer alleged pump was not delivering insulin. There were no pump alerts or alarms. There were no reported issues observed with the cartridge or infusion set. Customer changed out infusion set prior to contacting tandem technical support.